Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed that the device has not been in for service before. The customer¿s problem was confirmed through the downstream occlusion (dso) pressure test. The root cause of the issue was a defective dso sensor. In addition, it was identified that the dso seal caused a cassette attached error. The device then passed all tests after the repairs.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a failed downstream occlusion (dso) calibration. The event occurred during testing, and there was no patient involvement.